Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: did this issue contribute to any patient adverse event? How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Can you identify the product code and lot number of the product involved? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) email: external reference: (B)(4). The wires had to be removed manually resulting in additional work. We do not have a number of patients affected; this is a recurring problem (B)(4). The device is discarded. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported the wires were resorbing less well than before. There were no patient consequences reported. Additional information was requested.